Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 7.3 inr and the lab result reported was 4.0 inr. The device was replaced and requested to be returned for eval.